Event description:
It was reported that a customer had a connection issue before patient use. The customer reported that the minicap could not connect to the transfer set. There was no patient involvement, no patient injury and medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed if additional relevant information is received.